Event description:
This is filed for death due to suspected pulmonary embolism. The mitraclip cannot be excluded as potentially contributory to the event. It was reported that on (B)(6) 2015, the patient underwent implantation of two mitraclips, reducing functional mitral regurgitation from grade 4+ to 1. A right neck hematoma developed due to an unsuccessful difficult central line placement. Computed tomography performed on (B)(6) 2015 noted a hematoma but no airway compression. On (B)(6) 2015, the patient had pain all over and fever. The fever resolved without treatment the same day. The patient developed hypotension and cardiac enzymes were elevated. Medication was administered for pain and intravenous saline was administered for hypotension. Additionally, the patient's diuretic and coreg were held for the hypotension. The patient complained of dyspnea and became restless. A 50% ventilator mask was applied; however, no improvement was noted and the patient because unresponsive. Cardiopulmonary arrest occurred and advanced cardiac life support (acls) protocol was initiated. The patient was intubated; cardiopulmonary resuscitation (CPR) and medications were administered.

Manufacturer narrative:
(B)(4). The patient had a brief run of ventricular tachycardia and was defibrillated. Chest compressions continued. Ultrasound noted large right ventricle and no pericardial effusion. Arterial blood gas showed profound acidosis and severe hypoxemia. Tissue plasminogen activator (tpa) was administered, as acute pulmonary embolus was suspected due to right ventricular dilation and hypoxemia. CPR was continued but the patient remained asystolic and expired on (B)(6) 2015. The cause of death was cardiopulmonary arrest due to suspected pulmonary embolus. Autopsy was not performed. Per the study physician, the adverse patient effects and death are not related to the mitraclip device but are possibly related to the mitraclip procedure. No additional information was provided. The mitraclip remains in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the clip delivery system. The reported patient effects of pulmonary embolism, cardiac arrest, fever, dyspnea, hypotension, pain, respiratory failure, and death are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. This event was further reviewed by an abbott vascular senior medical advisor. The reviewer noted that there is no definitive evidence of device issue or malfunction in causing or contributing to the patient death.